Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one week after the implant procedure, the implantable cardiac monitor (icm) was "moving around" on either side of the implant site. The device remains in use. No patient complications have been reported as a result of this event.